Manufacturer narrative:
The complainant reported that the anterior cranial implant did not fit the defect as expected. Adjustment to the anterior implant also required an adjustment to the posterior implant for an acceptable fit during surgery. It was reported that the surgery was successful utilizing the modified implant. It was also noted that the reported error did not prolong the surgery or affect the surgical outcome in any other way. A review of the production records found that the device was manufactured as designed and approved by the surgeon and met all specifications during the quality inspection. Further investigation revealed a "possible resection" highlighted in the surgeon-approved case report; however, the complainant was not able to confirm whether or not the resection was completed by the surgeon during surgery. Additionally, the case designer stated that resecting the bone highlighted in the case report was crucial for a good fit. Given the investigation findings, a clear cause of the reported error could not be established. The complainant was not able to provide information such as the patient's weight when requested.

Event description:
The anterior cranial implant did not fit as expected. As a result, the anterior and posterior implants had to be modified to allow for an acceptable fit.